Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional review indicated that the patient had to be re-operated on due to lead movement or infection. It was unclear which of the two pertained to the patient.

Manufacturer narrative:
Supplemental submitted to correct conclusion codes.

Event description:
It was reported the health care provider had re-operated on some 45 patient since 1995, a few due to infection.